Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle safety latch breaks off during use. The following information was provided by the initial reporter: "after drawing blood with a straight 21g needle (368607), I attempted to close the safety latch with my thumb and it fell off. I placed the open needle into the needle port on the sharps container to dispose of it.¿

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle safety latch breaks off during use. The following information was provided by the initial reporter: "after drawing blood with a straight 21g needle (368607), I attempted to close the safety latch with my thumb and it fell off. I placed the open needle into the needle port on the sharps container to dispose of it.¿

Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for hub-collar separation with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub-collar separation. Bd has initiated further root cause investigation relating to the issue of hub-collar separation through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."